Manufacturer narrative:
Analysis was performed on the returned device. The reported suture break was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device the additional proglide device referenced in b5 is filed under a separate medwatch report number.na

Event description:
It was reported that an arteriotomy closure of a moderately calcified right common femoral artery was attempted using two proglide devices with a 6f sheath after a renal stent interventional procedure. Reportedly, when advancing the knot with the suture trimmer, the suture of the first proglide device broke. An attempt was made with the second proglide device; however, there was no suture present when the needle plunger was removed after deployment. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.